Event description:
It was initially reported that the patient experienced wide variations of control. The pump contained lioresal 2000 mcg/ml at 771 mcg/day; it was also noted the pump delivered 80 mcg boluses 6 times/day. In (B)(6) 2012, the patient became flaccid. Over the past several months, the patient underwent device troubleshooting which included a dye study, CT scans, and x-rays which all revealed a patent device system. The patient continued to experience symptoms and the patient underwent a catheter revision on (B)(6) 2012. During the revision, it was noted there was no flow of cerebrospinal fluid (csf) from the catheter. The catheter was entirely explanted and replaced with a new (B)(4) catheter. When the new catheter was placed, "good" csf flow was noted. Following the surgery, the pump dose was reduced to 300 mcg/day. The patient was admitted to the hospital to monitor for signs of overdose/underdose since the correct dose for the patient was unknown. It was later added that patient had loss of effect with increased spasticity. No withdrawal. One episode of potential overdose was noted with valsalva. Per reporter there was no definitive explanation for the problem. Patient outcome was noted as "might have been a bit better after surgery on 300mcg/day of lioresal".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. Final analysis of the catheter revealed no significant anomalies. There was a nonsignificant indent in seal, but it did not affect infusion. The catheter was returned in 3 segments, plus the detached v-wing anchor. Segment 1 was found to be occluded in the area of the pin connector. The other segments were patent. It is unknown when the occlusion occurred. Original event information was unclear as to what occurred. Subsequent event information states csf fluid was seen coming from the catheter. This statement would indicate no catheter occlusion. None of the catheter segments showed any signs of having been compressed. Explant damage to the sc connector that occurred at explant also greatly affected the ability to determine what may have occurred with the catheter while it was implanted. Explant damage included a bent titanium housing, damage to the retaining ring and its fingers, and damage to the white silicone boot. The indent seen in the cup of the sc connector did not fit the criteria for occlusion.